Event description:
I am submitting this report because I believe an individual is performing illegal cosmetic injections described as a "liquid bbl with liquid lipo." The procedure was performed outside of a licensed medical clinic and appeared to take place in a private home setting. Based on my understanding, the person advertising and performing these injections does not appear to be a licensed medical professional. I was told that the substance being injected was hyaluronic acid filler for buttock enhancement. However, I am concerned that the material used may have actually been silicone or another non-approved filler. The injections were administered directly into the buttocks using syringes. Shortly after the procedure, I developed hard lumps and swelling in multiple areas where the injections were placed. This caused me serious concern about what substance may have been injected and whether it was safe or approved for this type of use. The procedure was advertised as a "liquid bbl," and payment was accepted through cash transfer apps. The procedure took place on or around (B)(6) 2026, at 1220 (B)(6). I am making this report because I am concerned that this person may be performing unsafe and illegal cosmetic injections that could seriously harm others. Injectable silicone and other unauthorized substances used for body contouring outside of approved medical settings can cause severe medical complications. I am willing to provide additional information if needed. I proceeded because I had already paid $5600 and drove 6 hours away. I don't have a picture of the product use for the but filler because she had it already prefilled in a 30 ml syringe. It was like think clear gel, but I was also given a bottle of liquid lipo which I will upload. No medical testing has been performed yet. Symptoms began shortly after the injections and include fever, bruises, numbness, hard lumps and swelling in the buttocks at the injection sites.